Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) checked the alarm record and found multiple abnormal cell blank alarms. He also found that the naoh detergent tube on the cuvette rinse station was broken. The fse repaired the broken pipeline. Qc was performed and it was acceptable. After the service action was performed, the patient's sample was repeated and the result was within the expected values. The investigation determined the event was due to a maintenance issue.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. Initial result: 268 umol/l. Repeat result: 82 umol/l.